Event description:
A hospital in (B)(6) reported via a distributor that the waterfeed set tubing in an mr290v autofeed humidification chamber was "broken". This was observed prior to patient use.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow-up report upon completion of our investigation.